Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post device implant procedure, device back up vvi mode was observed. Patient was asymptomatic. Device was functioning normally prior to and during implant procedure. A device download was performed successfully. Patient was stable prior, during and post procedure.